Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes , the device experienced stopper pop off and sample leakage. . The following information was provided by the initial reporter. The customer stated: in reply of complaints (B)(4). (Samples leakage), customer reports that another incident has occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/7/2021 h.6. Investigation: bd received five (5) samples and four (4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'stopper pop off' with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for 'stopper pop off' with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'stopper pop off' through CAPA#1875009. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes , the device experienced stopper pop off and sample leakage. . The following information was provided by the initial reporter. The customer stated: in reply of complaints (B)(6) (samples leakage), customer reports that another incident has occurred.